Event description:
The customer returned the device stating, "the pump does not charge during preventive maintenance". During device evaluation it was found the pump had invalid syringe size alert, check clutch alarm found in event history.

Manufacturer narrative:
The suspected product was returned for evaluation. Upon visual inspection top case and bottom case has crack. Event history log was reviewed and found supercap post, firmware mismatch, invalid syringe size, alert check clutch alarm. During the functional testing, the customer reported issue was confirmed. The probable root cause was interconnect printed circuit board (pcb). Changed the interconnect pcb to correct the issue. The power-up self-test sensed insufficient charge in the super-capacitor. This problem can occur with a new main pcb or when a pump battery is totally dead. Changed the main pcb. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.